Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error and insulin squirted out. Customer's blood glucose value at the time of incident was unknown. Customer also stated that there was crack on battery cover. Insulin pump will not be returned for analysis.